Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis with the dilator still inserted into the sheath. Visual and microscopic inspection confirmed that the dilator tip was damaged. Inspection of the proximal inner diameter of the faradrive steerable sheath shaft noted excess adhesive in the inner rim of the shaft.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon opening the dilator, an irregular surface on the dilator tip was noted, making it shaper. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported. The sheath was returned for laboratory analysis.

Manufacturer narrative:
Media review: an image was provided to assist in the investigation and was reviewed by a boston scientific quality engineer. The image shows evidence of dilator tip damage, confirming the reported event.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon opening the dilator, an irregular surface on the dilator tip was noted, making it sharper. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported. The sheath is no longer expected to be returned for laboratory analysis.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon opening the dilator, an irregular surface on the dilator tip was noted, making it shaper. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported. The sheath is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.